Event description:
It was reported that the customer experienced multiple occlusion alarms. There was no reported impact to the customers blood glucose level. The customer declined to undergo troubleshooting for the issue. The pump was replaced to address the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.